Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 7 applications were performed with balloon catheter, 2af284 with lot number 36853, on the date of the event without any issue. A clinical issue occurred during the case. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was a loss of phrenic nerve capture. The case was aborted, and the patient was under general anesthesia. It was noted that the patient eventually recovered after the procedure. No further patient complications have been reported as a result of this event.